Manufacturer narrative:
Concomitant product: dtba1d1 crt-d, implanted: (B)(6) 2014.

Event description:
It was reported that the device triggered the elective replacement indicator earlier than expected. The device was removed and replaced. No patient complications have been reported as a result of this event. It was further reported that prior to replacement of the device for an early trigger of the elective replacement indicator, the left ventricular (lv) lead had exhibited high thresholds. The lv lead remains in use with the replacement device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.